Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. System is currently under testing.